Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in a moderately tortuous and moderately calcified fistula. A 7.0 x60, 75cm charger balloon catheter was advanced for dilatation. Burst atmospheric pressure was 18. However, during the third inflation at 14 atmospheres, the balloon bursts. The device was removed intact and the procedure was completed with another balloon catheter. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in a moderately tortuous and moderately calcified fistula. A 7.0 x60, 75cm charger balloon catheter was advanced for dilatation. Burst atmospheric pressure was 18. However, during the third inflation at 14 atmospheres, the balloon bursts. The device was removed intact and the procedure was completed with another balloon catheter. There were no patient complications reported. It was further reported that the target lesion was located in a mildly tortuous and moderately calcified vein anastomoses. As per technician, there were nothing noted on the balloon, and it was intact when removed.